Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was being treated for peritonitis.there were no reported allegations that the peritonitis event was related to fresenius products. In additional follow-up, the reporting pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for the bacteria raoultella planticola. The patient was treated with vancomycin (dose not provided) and cefepime (dose not provided) intra-peritoneal (ip) on an outpatient basis. The patient is recovering from the event and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated this organism is found in the environment and in intestinal tracts of humans/pets. The nurse stated the peritonitis is believed to be due to a breach in aseptic technique/hand hygiene within the home environment.